Manufacturer narrative:
A replacement speaker assembly was sent to the customer to resolve the issue. Additional information was requested to determine if the device was able to produce sound; no additional information was able to be provided. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. A replacement speaker was ordered and sent to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1:(B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the was a speaker malfunction; it was unknown if the speaker produced sound. It was unknown if the device was not in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.